Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultralink meter read inaccurately high compared to another device (ultralink). The complaint was classified based on the customer service representative (csr) documentation and on additional information obtained by the medical surveillance specialist after reviewing the call recording, since the patient was unable to be reached by phone for additional information. The patient reported that on (B)(6) 2016 at 2:00am, she awoke with symptoms of nausea, extreme hunger and felt weak and faint, symptoms she associated with low blood glucose. In response to the symptoms, the patient claimed she drank juice then performed a blood glucose test on her back-up meter (ultralink) and obtained a result of 40 mg/dl. The patient claimed that after 15 minutes she tested her blood glucose and obtained readings of 307 mg/dl on the subject meter and 126 mg/dl on the back-up device. The tests were performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr documented that an approved sample site was used for testing and that the correct testing process was being followed. The csr noted the patient did not have control solution available to test the subject meter. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia while using the product. The alleged meter issue could not be ruled out as a cause or contributor to the event.